Event description:
A surgeon reported that following a shunt implant procedure for treatment of glaucoma, the patient experienced fluctuations in intraocular pressure (iop). The surgeon reported he believed he may have implanted the shunt in the wrong location. In a follow-up, the surgeon reported the shunt remains implanted. He also reported the patient was given medications and there has been improvement in the patient's condition.

Manufacturer narrative:
Evaluation summary: no sample was returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the event cannot be determined. Additional information was requested and received. (B)(4).